Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right ventricular (rv) lead was implanted, it was noted that the rv lead exhibited high pacing impedance. The lead was not used, and a new lead was implanted. The patient was in stable condition.